Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Pump error alarm (variableinfo=3) during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hardware low level failure error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.